Event description:
It was reported following successful angioplasty and uneventful stent (subject device) placement in the right middle cerebral artery (mca), the physician decided to post dilate the stented region using a balloon catheter. Imaging taken after this dilation noted a vessel perforation in the stented region. The physician re-inflated the balloon catheter at the perforation site allowing the vessel to heal. The patient was reported to be in stable condition and without deficit due to the vessel perforation.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan malfunctioned. However, vessel perforation is a known risk associated with endovascular procedure and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported following successful angioplasty and uneventful stent (subject device) placement in the right middle cerebral artery (mca), the physician decided to post dilate the stented region using a balloon catheter. Imaging taken after this dilation noted a vessel perforation in the stented region. The physician re-inflated the balloon catheter at the perforation site allowing the vessel to heal. The patient was reported to be in stable condition and without deficit due to the vessel perforation.